Event description:
Provider states unit has couple of dents in it. Sounds like metal and unit smoked when plugged in. Provider advised that the leg at the bottom of the charger has a screw missing. The hold for the screw is bent pretty badly. The provider thinks the screw may have sheered off.